Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an issue where full height drawer was sticking, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer was sticking and did not allow access to the back pockets. A field service engineer (fse) replaced the drawer rails on drawer five to resolve the issue. The system functioned as intended after the field service engineer repaired the device.